Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the medwatch (B)(4): patient had a left ventricular assist device (lvad) placed. Femoral arterial line used during initial post insertion phase was removed by rn. Catheter was fractured at the hub. Intervention - patient is being taken to interventional radiology for removal of retained catheter.

Manufacturer narrative:
(B)(4). Medwatch# (B)(4) customer contacted to verify information on medwatch report. Voicemail left for customer.

Event description:
According to the medwatch ((B)(4) : patient had a left ventricular assist device (lvad) placed. Femoral arterial line used during initial post insertion phase was removed by rn. Catheter was fractured at the hub. Intervention - patient is being taken to interventional radiology for removal of retained catheter.